Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the patient previously had his unspecified penile prosthesis explanted due to unspecified reasons. The patient later had a new tactra malleable penile prosthesis implanted.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) device explanted due to his poor hand dexterity. There were no device issues with the ipp, the patient just wanted to have a malleable penile prosthesis device implanted. Immediately after the ipp device was explanted, a new tactra penile prosthesis device was implanted. There were no patient complications reported.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device explanted due to poor hand dexterity. There were no device issues with the ipp, he just wanted to have a malleable penile prosthesis device implanted. Immediately after the ipp device was explanted, a new tactra penile prosthesis device was implanted. There were no complications to the patient and he was healing well following the surgery.